Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and was not able to replicate the issue. The fse replaced the analytical module, wash pump and peristaltic pump tubing. After replacing the parts, the fse performed system checks; system checks showed all parameters passing within specifications. The fse performed testing to verify troponin I accuracy and precision; no accuracy or precision issues were noted. The unit conformed to the manufacturer's published performance specifications. Eval code: module.

Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving synchron lxi 725 system. Subsequent testing of the patient's sample on an alternate access 2 immunoassay system produced a lower result within the risk stratification. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.